Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported that leakage occurred from the cassette or drain bag and the console got wet during the procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history and device history record were not reviewed as the lot information for the reported complaint was not available. A used cassette was returned and visually inspected. Surgical solution was found inside the drain bag. The infusion chamber on the pinch plate was cracked on the top, outside, and middle wall. The cassette was inserted into a calibrated console representing the current software version. The console generated a system message code. The returned cassette was not functionally tested in order to avoid console damage. It should be noted that the surgical solution found inside in the drain bag indicates the cassette was used for surgery. No leakage from the drain bag was observed. After a full analysis of the returned sample, the most likely root cause of the customer's complaint is mishandling of the device. The returned condition of the sample suggests the damage occurred during post receipt activities and not a result of any manufacturing activity. No action will be taken for this occurrence, as the root cause is related to customer mishandling of the product. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).